Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA: pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that approximately nine years, twenty-one days following the implant of this transcatheter aortic bioprosthetic valve, in a patient with a history of vascular dementia with behavior disturbances, the patient presented to the local emergency department with increased agitation and decreased oral intake. An electrocardiogram was performed and showed atrial fibrillation/flutter with non-specific st segment changes. Troponin levels obtained were increased to a peak of 3.14 ng/ml; heparin was administered via intravenous therapy. The cardiology team was consulted, but based on the patient's age and state of delirium, the patient was not deemed a candidate for ischemic evaluation. The patient's condition was determined to likely be consistent with demand ischemia. Due to the patient's do not attempt resuscitation status, the patient's family chose to place the patient on comfort measures. Five days after admission, the patient was discharged to in-patient hospice. Two days later, the patient died. The cause of death was reported to be a non-st segment elevation myocardial infarction (mi). There was no evidence to suggest that the valve or its function contributed to the patient¿s death. An autopsy was not performed. Additional information was received from the site that the mi and death were not related to the device.